Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection was performed with the naked eye and microscope, which revealed a cracked cassette. Functional testing was performed which included device to device interaction testing, leak testing, clamp function testing, and clear passage testing. All functional testing passed. A short simulated therapy was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported problem was identified but the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette might have a hairline crack. This event occurred during self testing, the home patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.